Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited a check camera error message. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was not confirmed, and the root cause could not be identified. A probable cause for the event was the a-rubber had leakage during user handling and water invaded the device. It caused abnormality in electrical components, leading to the suggested event temporarily. The instruction manual identifies the following which could have detected the phenomenon by handling the device in accordance with the following IFU: inspection of the endoscopic image. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.